Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the load step primed insulin into the tubing. The reporter stated that the pump emitted multiple loss of prime warnings during the day and when the cartridge and infusion set where changed out, the pump load step pushed insulin into the tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: a review of the pump black box history showed no evidence of loss of cartridge detection. The pump performed a rewind, load, and prime sequence with no issues. The pump was exercised for 24 hours without loss of primes occurring. A force sensor calibration test was performed and confirmed that the force sensor was within calibration. The pump was opened and no force sensor defects were found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.